Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. The physician device to surgically abandoned the lead, however, the helix would not retract, and the lead had to be surgically abandoned. No additional information is available at the moment. No additional adverse patient effects were reported.